Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No changes or interventions were reported; the ICD will continue to be monitored. The patient was in stable condition.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of post-paced t-wave over-sensing. Programming changes were made. The patient was stable.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of post-paced t-wave over-sensing. Programming changes were made. The patient was stable.